Event description:
A report was received that the patient was not getting adequate pain relief. The patient underwent an ipg replacement procedure. No malfunction was suspected. The patient was doing well postoperatively.